Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2014-03567 and 1627487-2014-03569. It was reported the pt experienced ineffective stimulation due to lead migration. An sjm representative was able to achieve "90%" coverage with reprogramming. Surgical intervention was to be taken to address the issue. However, the pt's scs system was explanted due to swelling at the scs lead and scs ipg pocket sites, an elevated white blood cell count, and neck pain/headache which was later determined to not be an infection. During the course of the suspected infection the pt was hospitalized overnight and received intra-venous antibiotics.